Event description:
(B)(6) 2019 jolt of electricity momentarily paralyzed my upper body and stopped at jaw line. Approx 5 mins of daggers puncturing my upper chest and neck occurred just before 6 pm. I was implanted with 2 hypoglossal nerve stimulator in (B)(6) 2018. I've had ms 17 yrs and am fused t4 - sacram. On (B)(6) 2019, this paralyzing jolt of energy occurred and the following day, upon pacing my hands on my hips, I discovered what I surmised to be the lead that had been stitched near the diaphragm, below right breast. This was confirmed by a CT on (B)(6) 2019. The lead sensor was now lodged between my liver and anterior abdominal wall. Then on (B)(6) 2019, I am totally clueless as to why to painful stabbing sensation came upon me. It was a 5 min excruciating ordeal though. In both instances, I phoned the only number I was given - (B)(6), I've repeatedly asked for written responses from the company as to why this all happened and no one will return my calls. I know I am a pain to them, but I have every right to get answers. Medical systems (B)(6). Surgeon: dr (B)(6), ent & sleep medicine, (B)(6).